Manufacturer narrative:
(B)(4). Igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to complainant: the primary reason for the filter placement was no venous thromboembolism (vte) present but at risk for a vte due to a history of vte, a hypercoagulable state, and surgery. Using the right common femoral vein as the access site, a celect&#59398;filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. Filter tilt was 11- <16 degrees. There was no evidence of filter fracture, deformation, migration or extravasation of contrast after placement. On (B)(6) 2015 (110 days post-procedure), analysis of the chest CT revealed no pe or thrombus in the ivc or pelvic veins. There was one grade 3 ivc filter leg that affected a vertebral body. On (B)(6) 2015 (118 days post-procedure), the patient had the pre-retrieval x-ray and filter retrieval procedure performed. At the time of pre-retrieval imaging, no symptoms were reported related to the one filter leg with grade 3 ivc wall interaction. The filter was endovascularly retrieved with a gunther tulip retrieval set, via the right internal jugular vein, because it was no longer clinically needed. The level of difficulty was rated minimal. Patient outcome: on (B)(6) 2015 (144 days post-procedure), the patient had the one month post-retrieval clinical assessment. Since the last contact, the patient had not experienced a reportable event.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-fem-celect-pt. Summary of investigational findings: the review of the imaging confirm the reported perforation. Furthermore, the review confirm that the filter was tilted and also a mild stenosis at the level of the ivc filter wall penetration, without evidence of extravasation. This mild stenosis may be related to spasm of the vessel given the trauma of removing the filter. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. A root cause for the perforation cannot be determined based on the imaging, and it is unknown if reported surgery during filter implant period had any relevance. Product is manufactured and inspected according specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the primary reason for the filter placement was no venous thromboembolism (vte) present but at risk for a vte due to a history of vte, a hypercoagulable state, and surgery. Using the right common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. Filter tilt was 11- <16 degrees. There was no evidence of filter fracture, deformation, migration or extravasation of contrast after placement. On (B)(6) 2015 (110 days post-procedure), analysis of the chest CT revealed no pe or thrombus in the ivc or pelvic veins. There was one grade 3 ivc filter leg that affected a vertebral body. On (B)(6) 2015 (118 days post-procedure), the patient had the pre-retrieval x-ray and filter retrieval procedure performed. At the time of pre-retrieval imaging, no symptoms were reported related to the one filter leg with grade 3 ivc wall interaction. The filter was endovascularly retrieved with a gunther tulip retrieval set, via the right internal jugular vein, because it was no longer clinically needed. The level of difficulty was rated minimal. Patient outcome: on (B)(6) 2015 (144 days post-procedure), the patient had the one month post-retrieval clinical assessment. Since the last contact, the patient had not experienced a reportable event.